Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated that they did not had to go to into hospital. Customer stated that blood glucose was elevated for a few days due to top of infusion set that connects to reservoir was cracked or broken. Customer was able to get their blood glucose down when they changed the infusion set. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.